Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support (cts), the malfunction alarm was cleared and insulin delivery was able to be resumed. Additionally, received a power source alert after plugging the pump in to charge. The customer was able to successfully charge the pump using a different wall adapter. Customer's blood glucose level ranged from 236-256 mg/dl.